Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 184 and 24 mg/dl. The difference between the readings falls in the "e" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left that gave the above results, so no product will be returned.